Manufacturer narrative:
The pump was returned to the manufacturer for the out of box failure. The investigation confirmed the problem of an inappropriate software combination involving application software version (B)(4) and bootstrap version (B)(4). The initial cause of this issue involves manufacturing's downgrading of the application software from (B)(4) on this newly assembled pump without downgrading the bootstrap version from (B)(4). The device history review (DHR) confirmed the reported problem and identified the initial cause.

Event description:
It was reported by field service that the pump had the incorrect version base bootloader installed. No patient was involved.

Event description:
It was reported by field service that the pump had the incorrect version base bootloader installed. No patient was involved.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-xxxxxx is no longer considered reportable, please disregard any MDR reports associated with it